Manufacturer narrative:
Reporter last name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had no alarm. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The field service engineer (fse) assessed the device on-site at the customer's location. It was concluded that the device is functioning properly with no issues detected. A device function test was also performed, confirming that the device is operating normally. The device will remain at the customer's site as no additional evaluation is necessary at this time.